Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that noise resulting in oversensing and pace inhibition was noted when it comes to this right ventricular (rv) lead. The patient will be brought in for provocation testing. A review of the electrocardiograms by boston scientific technical services (ts) noted myopotential oversensing which is an indicator of an rv lead issue. Ts discussed checking the lead integrity as the lead was likely compromised. At this time the lead remains implanted. No adverse patient effects were reported. Additional information noted that upon checking this patient noise was not reproduced with provocation testing. The devices sensitivity was reprogrammed and a follow up was scheduled. The lead remains implanted.

Manufacturer narrative:
This investigation is pending more information. Upon additional information this investigation will be updated.

Event description:
It was reported that noise resulting in oversensing and pace inhibition was noted when it comes to this right ventricular (rv) lead. The patient will be brought in for provocation testing. A review of the electrocardiograms by boston scientific technical services (ts) noted myopotential oversensing which is an indicator of an rv lead issue. Ts discussed checking the lead integrity as the lead was likely compromised. At this time the lead remains implanted. No adverse patient effects were reported.